Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced diabetic ketoacidosis in (B)(6). She was hospitalized for four days. The patient hadn't used her insulin pump since the hospitalization and discovered a large crack by the battery cap. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power alarms or low battery alarms noted. The pump passed the delivery accuracy test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the display window corner, a cracked lcd window and minor scratches on the lcd window.